Event description:
The customer stated that he was taken by paramedics to the hosp due to hypoglycemia. The reported blood glucose reading was 20 mg/dl. The customer stated that he did not treat his blood glucose based on his glucometer readings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.